Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed m-0b error was shown multiple times. Fse replaced the integrated electrosurgical unit (iesu) unit. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. The unit energized and cauterized all ports and recognized instruments. Error log confirmed neutral electrode issues through error and m-0b.

Event description:
It was reported that during a da vinci-assisted surgical procedure for a bilateral inguinal hernia, the neutral pad just went out. The customer contacted intuitive technical support engineer (tse) for assistance. They confirmed the ground pad indicator on erbe was green and then mid case turned to red. Prior to calling, caller attempted ground pad replacement with no change. Tse found no related errors in logs. Caller confirmed they were using a validated covidien e7507 ground pad. Caller placed a new ground pad on his arm and stated the erbe ground pad indicator was intermittently turning green, same as before. Tse walked caller through a power cycle of erbe with no change. Surgeon stated he was going to prep the patient with alcohol and reattempt a ground pad with no change. Tse informed caller they have another da vinci xi on site but at a different software version if they wanted to swap systems and caller said that was not an option. Tse reviewed requested information that the valleylab force triad is a validated esu to use with the da vinci xi and tse walked caller through connection of force triad (caller was unable to locate the valleylab energy activation cable) and caller opted to end call and proceed with the procedure. There was no patient injury reported.